Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: customer stated that the unit was noticed to be defective before it was to be loaded into the hemostasis valve. Additional information: during a coronary intervention, the device did not past the hemostasis valve and never entered the patient. The device broke in 2 pieces during a coronary intervention. No medical intervention was required.

Manufacturer narrative:
One-unit of trapliner was returned for evaluation. Blood particulates were noted on the catheter. Weld joint separation was observed. The weld joint break was noted at 133.5 cm from the distal end of the hub. The top-level assembly traveler was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. A patient underwent coronary intervention procedure. A trapliner was used in the case. The trapliner detached before it was loaded into the hemostasis valve. One unit of trapliner was returned for evaluation. Weld joint separation was observed. The damages are likely to have occurred during use in the procedure along with other devices when operated against resistance. Per IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Additional information was requested from the account. A response was received. The trapliner did not make it past the hemostasis valve. No medical intervention was needed. Based on the information, the most likely root cause occurred during preparation for use of the catheter and is classified as operational context and/or unintended use error.